Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4+on a patient with a pre-existing flail in the lateral commissure and thickened leaflets. A mitraclip xtw (51119r1002) was inserted and deployed on the mitral leaflet without issues. The clip was noted to be stable post deployment. A second clip, a mitraclip xtw, was then inserted and deployed on the mitral leaflet without issues. The clip was noted to be stable post deployment. A third clip, a mitraclip xtw (51119r1001) was then inserted and positioned between the two implanted clips. However, during positioning the third clip (51119r1001), it was observed that the first clip (51119r1002) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, the third clip was repositioned closer to the first clip. However, the third clip (51119r1001), became stuck with the first clip (51119r1002). Troubleshooting was performed, but the clip was able to become free. Therefore, the third clip was then deployed where it was stuck, with the first clip between the arms of the third clip. It was noted that after deployment, both clips stayed in position. The patient was reported to be hemodynamically stable. The procedure was completed with three clips implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances. The reported slda was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4+on a patient with a pre-existing flail in the lateral commissure and thickened leaflets. A mitraclip xtw (51119r1002) was inserted and deployed on the mitral leaflet without issues. The clip was noted to be stable post deployment. A second clip, a mitraclip xtw, was then inserted and deployed on the mitral leaflet without issues. The clip was noted to be stable post deployment. A third clip, a mitraclip xtw (51119r1001) was then inserted and positioned between the two implanted clips. However, during positioning the third clip (51119r1001), it was observed that the first clip (51119r1002) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, the third clip was repositioned closer to the first clip. However, the third clip (51119r1001), became stuck with the first clip (51119r1002). Troubleshooting was performed, but the clip was able to become free. Therefore, the third clip was then deployed where it was stuck, with the first clip between the arms of the third clip. It was noted that after deployment, both clips stayed in position. The patient was reported to be hemodynamically stable. The procedure was completed with three clips implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.